Event description:
It was reported that air leakage happened while the product was being used. There was patient involvement, but no harm/adverse effects reported. Five product faults reported.

Manufacturer narrative:
D5: other operator of device: operator of device is unknown. E1: initial reporter phone#: (B)(6). H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 29-feb-2024. Investigation summary: four assemblies returned for investigation. Units received with secondary labeling as required. All four units received have writing written in black marker on the bag material. Three units received without the blue hanger, with one of these units missing the entire hanging strap. Visual inspection of each unit noted the side seal is coming apart greater than 50% of the length of the seal. The reported problem of air leakage as noted in the complaint description is confirmed. Visual inspection of the returned unit was able to verify the side seal has partially come apart. This side seal when coming apart allows for the appearance of a leak as the assembly would not maintain uniform pressure on the solution bag. Functionally tested by manually pumping each assembly using hand squeeze bulb to 300mmhg while holding the bag together, when the bag is released, the pressure drops when the bag opens. Clear cuff assembly are 100% leak tested prior to release; it appears the seal came apart after product was shipped during subsequent use. The reported problem is caused by the rf seal during assembly operation. Corrective and preventative maintenance have occurred to the assembly machine after the production of the lot number on the complaint. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.